Event description:
A malfunction alarm occurred with the customer's pump, specifically alarm 20, which triggered during the loading process. There was no reported adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, prompting a decision to replace the pump. The customer was informed of the need for a replacement and advised on using multiple daily injections as a backup therapy. The problematic pump was confirmed as out of warranty, and instructions were provided for its return to tandem.